Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level ranged from 90 mg/dl to 151 mg/dl. The customer reloaded the cartridge and successfully resumed insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy.